Manufacturer narrative:
The company service representative examined the system, was able to replicate, and confirm the reported event of no phaco power. The company service representative found that the issue was with the footswitch settings. Follow-up information from the company service representative stated that the customer had previously made changes to the settings, which would not allow the footswitch to travel to position three and deliver power. The company service representative made the necessary adjustments to address the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to incorrect user settings. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported there was no phaco power prior to a surgical procedure. Additional information states that a backup system was used to initiate and complete the scheduled procedure.